Event description:
Healthcare professional reported a right side deflation and rippling. Healthcare professional later reported "punctured to deflate prior to removal." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed. ¿ deflation-ndr and use error: observed, one opening on posterior side assessed as surgical damage per rga. ¿ wrinkling: observed, fold creases. Additional observations: ¿ white particles on device inner surface are observed. ¿ wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional, later reported, "punctured to deflate, prior to removal". Device has been explanted.

Event description:
Healthcare professional reported a right side deflation and rippling. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.